Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during in fill 1. During troubleshooting, the hp stated that they just replaced the heater bag and alarm repeated. The tsr advised the hp that you could not just replace the bag. The tsr assisted the hp with the end of therapy early procedure. The hp would start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient on (B)(6) 2012, in regards to a use error - reuse of single-use product and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He did not have a sample or lot number available. He had already discussed with the tsr the proper procedures for aseptic technique. Since then, he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.